Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on (B)(6) 2026 that the liberty select cycler was alarming with a m30.1 balloon valve leak alarm in drain 2 of 4. The patient was connected during incident, and the cycler has been re-setup with new supplies. The patient stated that some fluid was leaking but could not see where it was coming from. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow-up conducted on (B)(6) 2026 the patient stated that they were experiencing the m30.1 alarm on the cycler for a few days and even had their pdrn trying to assist as well. Per the patient their pdrn also contacted the technical support and was advised working the heater bag (hb) neck to see if that would clear the alarm, and it did for a few moments but then the alarm returned. The patient stated that they had no issues with breaking the cones and that they were only following ts advice about reworking the hb neck. Per the patient on (B)(6) 2026 during their drain 2 and when the cycler was about to move to the next fill the m30.1 alarm came back again and that¿s when they noticed an unknown amount of fluid on the floor and by the cycler. The patient stated that they could not figure out where exactly the fluid was coming from but did confirm that there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to use different supplies and completed treatment on the day of the reported event. The new cycler has been received and is working well. The patient confirmed that the old one will be returned as scheduled.